Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone bypass surgery at which time this atrial lead was impacted and would no longer capture despite maximum device outputs. The lead was removed from service during the elective device replacement procedure. No adverse patient effects were reported.